Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia as well as hypoglycemia on (B)(6) 2018. The customer blood glucose level was 300 mg/dl at the time of incident and the current blood glucose level was 197 mg/dl. The customer was treated with insulin shots, intravenous fluid and insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode feature was not active. The device will not be returned for analysis.